Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer believed that on (B)(6) 2020 there were alarms that did not occur for a patient in bed 4-2 b2. A philips authorized field service engineer (fse) viewed patient strips, and reported they saw `n' beats, which more looks like `v's and the customer expected some v-alarms. As the hf<120 there will be no ***vtachy(red), but no *non-sustain (yellow) occurred. Between 18.07 and 18.22 there is no explanation why the rhythm has new annotations, such as no standby, no `leads off', no change of primary lead, etc. The patient died. Investigation is ongoing. Patient information has been requested not available at time of report.

Manufacturer narrative:
A philips clinical specialist (cs) was provided information from an application specialist working on this issue. The cs worked with philips research and development (r&d). R&d reviewed the files. This data was from a pic ix a release. The data was checked with pic ix software revision a and revision c, and resulted in similar data. This data showed similar issues with beats classified as n instead of v. In some cases, st/ar recognized a morphology change, but due to the lack of a heart rate change, classified the rhythm as normal. There was no product malfunction. The cause of the alarms not occurring was determined to be related to the lack of a heart rate change. The customer was informed of the investigation results.